Event description:
Reportedly, one of the leaflets fell off during implant procedure; leaflet fell into left ventricle and had to be retrieved by the surgeon. No patent issues were reported as a result of this event. Another valve was used in its place successfully.

Manufacturer narrative:
Returned valve is currently being evaluated. The device history record for the valve was reviewed. The valve was built to specifications, and passed all tests and inspections prior to release. A root cause has not yet been determined because the investigation is not yet complete. Valve has been returned, but the investigation is not yet complete.